Event description:
Customer reported that her mother's adc meter was giving high readings but her mother was experiencing low blood sugar. She then reported (2) separate medical events associated with the meter readings. The daughter stated her mother received an adc meter result of 185mg/dl and she went into "diabetic shock" paramedics were called and received an hcp meter reading of 36 mg/dl. Customer was given a "shot of sugar" (specific medication unk), food and was not transported to a health care facility. Customer reported the following day, customer had received an adc meter reading of 175mg/dl, went into "diabetic shock", couldn't walk, was unresponsive with eyes open and "seemed that she was unconscious". Paramedics were called, received an hcp meter result of 26mg/dl and transported customer to a local health care facility. Customer was diagnosed with hypoglycemia and treated with "another shot of sugar at the hospital" (specific type of medication not reported). There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product was returned, investigated and the complaint was not confirmed. All results were within range specification and no errors were found during control solution testing. The reported readings of 175 mg/dl and 142mg/dl were found in the meter's memory log.